Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's left t10 lead had high impedances, right t9 lead migrated, and right t11 was not providing adequate therapy. Surgical intervention was undertaken on (B)(6) 2024 wherein an additional lead was implanted to address the issue. The physician attempted to explant the existing leads but was unsuccessful.